Manufacturer narrative:
The main component of the system and the other applicable component is: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient experienced insufficient peripheral stimulation in the left lumbar. The physician obtain x-rays and showed the left lead had migrated. The initial plan was an implant of a pump, but a revision was decided at the last minute. The left lead was successfully repositioned. Relevant medical history included failed back and recent colostomy.

Event description:
Additional information was received from a friend or family member on 2017-mar-15. It was reported that the patient¿s leads were revised on (B)(6) 2016 and since the patient was implanted, the lead went over a muscle or scar tissue and there was a bend in the lead; the lead went down on the other side. The lead wiggled a little bit and the therapy wasn¿t effective because it didn¿t reach the area in the patient¿s back on the left side where she felt pain. The implantable neurostimulator (ins) was turned off for two years but the patient charged the device. It was then noted that the lead was supposed to be replaced in (B)(6) 2014 but the patient developed cancer, so the ins was never turned on. After the lead revision, the stim was turned on but when the leads were horizontal or when the patient bent over, the leads would move and their back pain would return. When the patient straightened her body, the pain would go away; residual pain. It was noted that when the patient bent over, the stimulation moved away from the nerves so the patient wouldn¿t feel it. Due to the patient¿s cancer, it was noted that the patient¿s right side was dead and on (B)(6) 2017, the patient would get a pet scan to check on the pain that has returned in her back. A head/full body scan was also wanted and the code ¿06203001010¿ was seen on the patient programmer (pp).there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.